Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) with multiple cartridges occurred during bolus delivery. The customer's blood glucose level was 366 mg/dl. Reportedly, the customer indicated that a prescription for manual injections would be obtained. Troubleshooting with tandem's technical support indicated that the customer had been overfilling the cartridge. Recommendation was made not to overfill the cartridge.